Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿2.0 for controller / model #: 1420 / catalog #: 1420 / expiration date: 31-07-2021 / serial or lot#: (B)(4) / UDI #:(B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 16-07-2020 / labeled for single use: no / (B)(4). This information was received from the patient is a participant in the apogee international product surveillance registry. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power and four days later the ventricular assist device (vad) had low flow alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being sent for corrections to: section e. Initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and one controller (B)(6) were not returned for evaluation. Review of the controller log files revealed two controller power up events logged on 18-feb-2021 at 17:55:59 and 17:59:24 followed by a pump start event logged at 18:00:24. Additionally, two vad disconnect alarms were logged on 18-feb-2021 at 17:56:06 and at 17:59:29, likely due to the controller powered were up without the driveline cable connected. Review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point with the pump connected was logged on 18-feb-2021 at 18:14:59, indicating that the power up events occurred during a controller exchange. Review of the alarm log file revealed a low flow alarm logged on (B)(6) 2021 at 16:22:32. As a result, the reported controller power up events and low flow event were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the available information, the most likely root cause of the controller power up events can be attributed to a controller exchange. Possible c auses of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.